Manufacturer narrative:
Lot # this info was not provided on medwatch report received. Additional info has been requested. Investigation could not be concluded, no conclusion could be drawn. Review of mfg records could not be requested without a lot number or return device sample. Date of MFR could not be determined without a lot number or return device sample.